Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure in order to have a magnetic resonance imaging (MRI) compatible system. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.